Event description:
The surgeon reported in 1/2006 that this pt reportedly had a skin flap defect that required a revision surgery (date unknown). During the revision surgery, her doctor closed the defect and placed a small flap of tissue over the area where the electrode array exits the internal receiver / stimulator component. The area reportedly healed except for a 3mm defect. This was closed using new sutures (date unknown). In about 2 weeks later, the healthcare professional reported that the pt developed a hematoma and required another revision surgery due to the skin flap defect reopening. The patient is not using her device.